Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk), the electrode padz of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.